Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume message. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the issue was resolved after restarting the device. The device was returned to service.